Manufacturer narrative:
A field service engineer was dispatched to go onsite to collect all available information. The fse reviewed the screen shots from the monitor which showed problems with data acquisition for spo2 and ECG and that frequent technical alarms were given. A review of the provided logs did not show a red alarm for the time frame in question. Two red alarms were noted to have occurred after the incident as follows: at 07:43:25.734 (B)(6) 2015 : sdprocess bett17 alarm *** asystolie, at 07:46:32.875 (B)(6) 2015 : sdprocess bett17 alarm *** vent fib/tachy. The product support engineer and software development engineer also reviewed the logs and collected information. Their evaluation of the data concluded that there were no functional problems with the monitor or networked central station in the timeframe of this patient incident. The field service engineer reported that the affected patient monitor was tested with a simulator and was working as per specs. Note that a monitor is not intended to monitor and alarm if there is insufficient or no signal from the patient and is intended to provide inops. The philips field service engineer reported that the affected patient monitor was tested with a simulator and was working per specs. No repair was warranted. The product remains at the customer site. The specific cause of the issue is unknown, and philips has not ruled out a malfunction of the monitor at the time in question. The bedside monitor did provide technical alerts for spo2 and ECG at which time the patient was not being monitored. This is the monitor functioning as intended. Alarm logs do not store blue/cyan inops therefore the logs could not confirm whether or not inop alarms were provided at the central monitor at the time the patient passed and whether or not the leads came off when the patient was found lifeless. Logs contained information about arrhythmia alarms being provided post incident, but there was no red alarms in the timeframe noted. No trouble was found and no repair was done. The available information is not sufficient for philips to determine if user failure to respond to inops caused or contributed to this patient death the device was tested by a philips fse and was found to be working per specification. No further investigation or action is warranted.

Event description:
The customer reported that on saturday, (B)(6) 2015 between 7:20am and 7:35am, a patient died. The customer said that the there was no red alarming for the patient but several technical inops including ECG inops. The patient has been found at 7:35am. The CPR was not successful.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on saturday, (B)(6) 2015 between 7:20am and 7:35am, a patient died. The customer said that the there was no red alarming for the patient but several technical inops including ECG inops. The patient has been found at 7:35am. The CPR was not successful. A patient died on (B)(6) 2015 between 7:20am und 7:35am. The CPR was not successful.